Event description:
Externalized conductors were reported. The lead functioned normally. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.